Manufacturer narrative:
For 1 of the events, the investigation found an assay cup had fallen into a wash station, hindering nozzle cleaning. The follow up actions were: the assay cup was removed and controls recovered within range. For 1 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions were: the field service engineer ran performance testing. All mechanical alignments were checked and nothing was out of adjustment. Controls ran consistently well. For 1 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Questionable low results were generated by the cobas 8000 e 602 module. The events involved a total of 6 patients with the following: 5-elecsys tsh assay, 1-elecsys afp assay.